Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with laparoscopic supracervical hysterectomy, perivaginal repair, enterocele repair, rectocele repair, cervical suspension cystoscopy, morcellation and extraction, colpopexy and suprapubic catheter placement. It was reported that following insertion the patient experienced urinary problems, bowel problems, recurrence, and vaginal scarring.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.